Event description:
The customer reported via phone call that the insulin pump alarmed motor error during a bolus delivery. The customer's blood glucose was unknown. The customer stated the insulin pump was not exposed to a magnetic field or magnetic resonance imaging machine. The customer was able to clear the alarm. The customer confirmed that they were able to complete the sequence of charging. The customer was advised that the insulin pump would be replaced. The customer did not return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.